Manufacturer narrative:
Date sent to the FDA: 03/26/2009. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
International customer reports that a needle broke during a c-section. A portion of the needle remains retained. The patient was experiencing excessive bleeding at the time of the event. The surgeon opines that the retained fragment will be expelled.